Event description:
This male patient with bowel obstruction was set up on the ventilator. Four days later, in the afternoon, the circuit tubing was observed by the rn to be fully collapsed. The patient was desaturating and the alarm was going off. The ventilator setting at that time consisted of simv 14, tidal volume (vt) 700, fractured inspiratory oxygen concentration (fio2) 40%, +5 positive expiratory end pressure (peep), and 15 pressure support ventilation (psv). The patient was removed from the ventilator and manually ventilated with bag and mask. The saturation rapidly returned to normal. The ventilator and tubing was sequestered. The manufacturer was notified and in the presence of the biomedical engineer. A thorough performance maintenance test was run. No mechanical issues were identified with the ventilator and ventilator circuit. They were able to recreate the issue by releasing the ballard suction lock and holding it down. It is suspected that the suction button was unlocked and became compressed causing the ventilator circuit tubing to fully collapse. Carefusion representative aware of event and performed testing of ventilator.